Event description:
Additional information received indicated date of event and that this event occurred during testing. No patient was involved.

Manufacturer narrative:
Additional information was received indicating patient involvement and date of event (updated b3, b5) device evaluation completed (updated h3, h6) one device was received for investigation. Upon visual inspection a cracked enclosure, wear and tear damaged front cover, line cord, tank cover, and damaged micro switch were noted. Investigator started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The customer?s complaint was duplicated and confirmed, the disposable alarm sounded and stayed on. The damaged micro switch was noted as the cause of the problem. Customer damage was thought to have been the cause of the broken micro switch. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical fluid warmer was alarming when it was turned on. There were no reported adverse events.